Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed to power on. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the active exhalation porting block was found to be physically damaged and was replaced to address the issue.